Event description:
A cartridge change error was reported in the past. There was no adverse impact on the customer's blood glucose level. The customer successfully loaded the cartridge onto the pump using a new cartridge and resumed insulin delivery.